Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-2000 vasoview 6 thumb wheel was not spinning properly. A new kit was opened to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that there were no non-conformities with the device. A functional test was performed on the device and the spin toggle was found to overturn in one direction. Based upon this observation, the reported complaint 'would not spin" was confirmed. The spin toggle did not work properly. (B)(4).